Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2, 3.50/4.00/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to observation of excessive vault, elevated iop with angle closure, corneal decompensation and unreactive pupil. It was reported that at 1 day post-op, "painful acute glaucoma developed with an intraocular pressure beyond measureable value". On day 3, the lens was explanted. 2 day post-explant bcva was 20/100 with iop of 22mmhg (baseline was 21mmhg) and " unreactive dilated pupil severe corneal edema". Additional information was received on (B)(6) 2019: "the patients pupil looks like fixed and he may need a second operation for it. Yes, unreactive dilated pupil and severe corneal edema have resolved. No , the surgeon does not plan to implant another lens. Yes, pre-op peripheral iridotomies were performed one day before surgery. 2 iridotomies has been done at 11:00 o'clock and 13:30 o'clock".

Manufacturer narrative:
(B)(4).